Manufacturer narrative:
(B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. The customer replaced the mixer.

Event description:
It was reported that during use the ht70 ventilator had a leak at the pressure resistance tube and the mixer. The ventilator continued to ventilate, however, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.